Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 07/03/2018 to the present date 9/23/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer.

Event description:
It was reported that the keyboard failed. There was no reported patient involvement.

Manufacturer narrative:
Correct g5.

Event description:
It was reported that the keyboard failed. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the keyboard failed. There was no reported patient involvement.